Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) examined remote monitoring data and also found high capture thresholds of 4v and 5v on the lv channel. No adverse patient effects were reported. Currently, this crt-d system remains in service.